Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("one insert perforated the tube") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2013, the patient experienced asthenia ("deterioration of physical status") and pain ("pain including on left side"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and inflammation ("inflammation of the whole body"). The patient was treated with surgery (essure was removed). Essure was removed. At the time of the report, the fallopian tube perforation, asthenia, pain, allergy to metals and inflammation outcome was unknown. The reporter considered allergy to metals, asthenia, fallopian tube perforation, inflammation and pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("one insert perforated the tube") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2013, the patient experienced asthenia ("deterioration of physical status") and pain ("pain including on left side"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and inflammation ("inflammation of the whole body"). The patient was treated with surgery (essure was removed). Essure was removed. At the time of the report, the fallopian tube perforation, asthenia, pain, allergy to metals and inflammation outcome was unknown. The reporter considered allergy to metals, asthenia, fallopian tube perforation, inflammation and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.